Event description:
Severe pain [pain]. Reaction[adverse reaction]. Case description: spontaneous report rec'd on (B)(6) 2010 from a female pt, initials (B)(6), with an unk medical history. The pt was administered the synvisc series on (B)(6) 2010. The second synvisc injection was administered on an unk date in (B)(6) 2010. Forty-eight hours after the second injection, the pt "had a reaction" and felt severe pain. The pt did not take any concomitant medications. Treatment included an injection with cortisone and celebrex (celecoxib). At the time of this report, the outcome of the reported event was unk. The synvisc lot number was unk. No further information was provided. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.